Event description:
It was reported that the patient experienced a burn. A leveen? Coaccess needle was selected for use. After ablation was completed, there was difficulty reinserting the needle into its sheath to remove it from the patient. After the needle was removed, there was a second or third degree burn observed surrounding the puncture site. The physician consulted with the dermatology team to obtain instructions on how best to proceed.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Updated fields: h6 - device codes: updated to retraction problem to more accurately reflect the reported event. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the leveen? Coaccess? Device confirmed that the events of "retraction problem" and "burn(s)" are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported that the patient experienced a burn. A leveen? Coaccess needle was selected for use. After ablation was completed, there was difficulty reinserting the needle into its sheath to remove it from the patient. After the needle was removed, there was a second or third degree burn observed surrounding the puncture site. The physician consulted with the dermatology team to obtain instructions on how best to proceed.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).